Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 515 mg/dl and diabetic ketoacidosis. The customer was treated through intravenous insulin and saline, electrolytes, and received brain scans. Customer was released from the ICU on (B)(6) 2023 with no permanent damage. Reportedly, the cause of the reported issue was due to the battery not charging, and subsequently the pump shutdown. The customer reverted to an alternated method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.